Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc sv catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed near the 6cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the white-luered lumen to be patent o infusion and aspiration with no observed leaks. During attempted infusion through the red-luered lumen, a spraying leak was observed emanating from the site of the aforementioned split. The catheter was fully occluded by blood products distal of the split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular edges. Material deformation and discoloration were observed in the vicinity of the split. The split characteristics, material deformation and tensile weakness were consistent with burst damage secondary to over-pressurization. The complete blood product occlusion suggested that attempted infusion of an occluded catheter may have contributed to the observed damage. The product IFU states ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) of recs1678 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed in the left upper arm, left basilica vein with 3cm external length. The catheter was secured with securacath. It was stated that the vascular access team notified that the PICC was leaking, dressing saturated. The dressing was removed, line was flushed, and leakage was noted from insertion site. The catheter was removed and upon flushing, noted to be leaking near the 7cm mark. A peripheral IV was placed, and a new PICC inserted the following day.